Event description:
It was reported that during reprocessing of the maryland bipolar forceps instrument it was observed that some of the wires at the tip of the instrument were broken/torn. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's pitch cable was frayed at the distal end. Failure analysis investigation also found that one grip was bent, causing side to side misalignment. There was a.034¿ offset at the tips, indicating overloading at the tip. The instrument passed electrical continuity testing. It was concluded that the damage to the grip was likely due to mishandling/misuse. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.